Manufacturer narrative:
During a stent assisted coil embolization the delivery system of the 2.5x4.5 trufill dcs orbit mini complex fill coil kinked during prep. The device was utilized in this condition but stuck in the microcatheter due to the kink on the delivery system. It is not known if additional force was utilized after the resistance was encountered. The coil then unraveled. The coil was removed from the patient with the coil still attached to the delivery system with fracture or separation of the delivery system. The device was replaced with another coil to continue the procedure. A continuous flush was maintained at all times through the unknown microcatheter and the same microcatheter was used to complete the procedure. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although the device was not returned for analysis, it appears that procedural handling contributed to the kinking of the delivery system and then continued use after this handling damage contributed to the inability to advance into the microcatheter and damage to the coil. The instructions for use (IFU) precautions that the devices are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage. It further cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. If unusual friction is noted within the infusion catheter, remove the detachable coil unit. Procedural handling appears to have contributed to the reported events with no indication of any related manufacturing issues. Therefore, no corrective actions will be taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00370 & 1058196-2010-00371.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). The no other issues were noted that were considered potentially related to the reported complaint. Coil assembly lots 15042161 and 15042163 were reviewed. It was observed during review of these lots no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the non-conformances. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00370 & 1058196-2010-00371. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization assisted with the enterprise stent (catalog/lot unknown). During the prep for the coil 637mf2545 (complaint product 1), the delivery system was kinked. The coil was utilized as it was, but stuck in the microcatheter and then unraveled. The coil was removed from the patient and replaced with other new product to continue the procedure. When the coil 637mf2535 (complaint product 2) could not be detached. Attempt was made again with other dcs syringe, however the coil could not be detached. During removal from the patient, the coil was unraveled. The coil was replaced with other new product. The procedure was completed successfully without any adverse consequences. The first product was stored per labeling instructions, however during removal it was possible that the assistant kinked the delivery system. During insertion, resistance was caused by the kink on the delivery system. After the coil unraveled/stretched, the coil remained attached to the delivery system, and the delivery system did not fracture or separate into two pieces. A constant and dedicate saline source was utilized at all times, and the same microcatheter was utilized with other products to complete the procedure.

Manufacturer narrative:
The second product was prep with the dcs syringe that was taking to blue zone and held for 30 seconds, and the blue zone was not exceeded. During prep, a dedicated saline source was utilized to fill and prep the syringe, and saline was verified coming out of the purge hole. Prior to this coil, zone# 3 was not exceeded at any time. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. After disconnecting the coil delivery system, no damages were noted on the syringe or coil delivery system (kink, bend, separated, etc), coil (unraveled, stretched, kink, bend, etc), or any section of the device. The coil was still attached. The coil was still attached to the delivery system, and the products are not going to be returned for analysis. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00370 and 1058196-2010-00371. Additional information will be submitted within 30 days of receipt